Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cubex application was frozen. A technical support specialist (tss) remoted in and reset cubex application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cubex application was frozen and when the user tried to exit the emergency access screen and also it would not allow the user to press any buttons. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.